Event description:
A corrections officer had a question about the patient programmer. Troubleshooting was limited due to access to the device. The patient was in contact with his hcp. The patient continued to have problems with the implantable system several months later. The device hadn't been programmed. The programmer had not been replaced. The patient had or will have surgery to correct the problem with the implantable system. No other clinical information was reported. No device troubleshooting was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.